Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock adapter of a one-link y-type microbore catheter extension set separated from the tubing. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which observed that the male luer was separated from the tubing. A closer inspection observed the presence of solvent which meet the required insertion established by the specification. Due to the nature of the condition, no additional tests could be performed. The reported problem was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.